Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found experiencing five occurrences of inability to deliver insulin during use. The following has been provided by the initial reporter: material no. 320109 batch no. Unknown. It was reported that there is no insulin being dispensed during injection. Verbatim: issue: first box sample discarded., hard push the plunger insulin was not coming thru. Incident date: unknown, occurence: 5, item#: 320109, lot# unknown. Consumer uses it for humalog. Uses new needle for her injection. Visually tests the needles. Priming yes. She tightens the needle when she attaches. Explained consumer not to tighten too tightly. She rotate the injection sites. I purchased 2 boxes of bd utra-fine short pen needles on (B)(6) 19 and am having trouble getting the insulin to go through, in fact, recently I had to change needles in the middle to finish the injection. The number on the box is: ndc/hr1#08290-3201-09 *320109.